Manufacturer narrative:
(B)(4). An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via the receipt of a legal claim that during a consult with a fellow thoracic surgeon, the surgeon stated he abandoned use of the rib plating system as his patients experienced failure with these plates as well. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional test or inspections could be performed. No x-rays, scans, pictures, or physicians reports were provided. Device history record (DHR) review was unable to be performed as the part number and lot number of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report is being submitted to document the completion of the investigation.